Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the 75% stenosed lesion located in the moderately tortuous, moderately calcified, acute marginal of the right coronary artery, but was unable to cross the lesion. Upon withdrawal, the stent caught on a previously placed 3.0x24mm taxus stent and dislodged inside of it. A maverick 3.0x15mm balloon was used to inflate and compress the 2.5x12mm stent inside of the 3.0x24mm stent. No patient complications occurred. Patient status post procedure is noted as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.